Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the display screen was dim and difficult to read. Reportedly, the display issue started a few months ago and had worsened gradually and now is difficult to read. Patient reported that issue was not resolved with battery change or contrast reset to maximum setting. Patient denied that the pump was exposed to moisture or evidence of moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.